Manufacturer narrative:
A ge service representative performed an onsite investigation. Both ends of the high voltage cables were cleaned and regreased and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system continued to fluoro after releasing the x-ray switch. Additional information was received from the field service engineer confirming that there was no aro (accidental radiation occurrence); the system locked up. No patient death or serious injury was reported related to this event.